Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. After initial engagement with the right superior pulmonary vein (rspv) the guidewire was noted to be stuck in the catheter. The catheter and the faradrive sheath were removed from the patient together. An attempt was made to forcefully remove the guidewire from the catheter, but the guidewire broke inside the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.